Event description:
It was reported by service report that the head right side rail was stuck in low position. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Side rail assembly.